Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Quickset acetabulum reamer has broken on the tip end of the connection of the power tool. No surgical delay. No adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for analysis. The photo investigation confirmed the reported allegation, brakeage of the hudson adapter end. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.